Manufacturer narrative:
Additional information was received that the database analysis showed signed of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements revealed high values on the left lead (4 contacts). The physician wanted to do a replacement procedure.

Event description:
A report was received that the patient could not get the ipg to charge. It was noted that the ipg appeared to be close to the surface. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient could not get the ipg to charge. It was noted that the ipg appeared to be close to the surface. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action taken at this time.

Event description:
A report was received that the patient could not get the ipg to charge. It was noted that the ipg appeared to be close to the surface. The patient will undergo an ipg revision procedure.